Event description:
It was reported when the patient presented in clinic for a routine follow-up, the device went into backup vvi during firmware upgrade. Abbott technical support guided the clinician through the restoration of the old firmware and the device was restored successfully. The clinician elected not to retry the firmware upgrade and the patient's device parameters were programmed. The patient was stable and asymptomatic during the device check and will be monitored routinely.